Event description:
A 64 year old male in or for bypass surgery. Bovie being used. Electrocautery unit not returned to holster. Heat transferred from electrocautery unit to forceps which were lying against pt leg. Small 1/2 inch to full dime size burn sustained.